Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, while treating, the user noticed some cold pixels near the probe tip (5-8mm). The temperature value of these pixels was approximately 28-30 degrees celcius. The user let off the foot pedal which resulted in the pixels drifting back to normal body temperature within 2 acquisitions. There were no patient complications reported in relation to this event.